Manufacturer narrative:
(B) (4). Arterial and venous occlusion, severely tortuous and calcified.

Event description:
An aneurx abdominal stent graft system was implanted for the treatment of an abdominal aortic aneurysm. The aortic neck was very short and irregular in shape. The vessels were severely tortuous and calcified. A talent bifurcated delivery stent graft would not cross into the aorta due to the pt's anatomy, the device was removed and discarded. The physician successfully deployed an aneurx bifurcated stent graft; however, after deployment the stent graft moved down resulting in a proximal type 1 endoleak the physician elected not to treat the type I endoleak. The ipsilateral extension and the contralateral limb were implanted and covered the hypogastric arteries on each side but the physician was not concerned because of the pt's age. (MFR report 2953200-2010-00775). The case was ended with no further intervention has been performed. No add'l clinical sequelae were reported and the pt is fine.